Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified iliac vessel. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 15 atmospheres for about 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.